Event description:
It was reported that an device failure 14 occured with a babylog vn800 whilst ventilating baby. Reportedly the display went blank and the piezo alarm sounded. The ventilator was swapped for another. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that an device failure 14 occured with a babylog vn800 whilst ventilating baby. Reportedly the display went blank and the piezo alarm sounded. The ventilator was swapped for another. There was no patient injury reported.

Manufacturer narrative:
The affected device was examined onsite by dräger service technician and the log file was made available for further investigation at the manufacturer¿s site. Based on the log file analysis, a "device failure (14)" and derived "alarm system failed" alarm event could be confirmed. Both alarms were caused by a temporary impaired internal hdbaset communication between the ecd and the ventilation unit. This symptom is characteristic for a temporary disruption of the electromechanical contact between the system cable and pba syscon ecd or a faulty system cable. The issue occurred at 9:28 a.m. On the date of event and, as per log file no interaction between the user and the device were logged until the main switch was turned off at 9:32 a.m..in case of an internal failure of the display unit (ecd) and/or an impaired internal hdbaset communication between the ventilation unit and the ecd the alarm message "device failure (14)" will be raised. The display functions and operability of the ecd might be affected in case of an active "device failure (14)" alarm event depending on then technical root cause. If the internal hdbaset communication fails completely, the secondary alarm (piezo speaker) of the ventilation unit will sound. Safety relevant parameters as fio2, minute volume and airway pressure are displayed on the supplemental oled-display wherein the user can observe the ongoing ventilation.the device alarmed as specified and the user consequently exchanged the device according to the instructions for use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. H3 other text : on-going.